Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. Angina, EKG changes, myocardial infarction (mi) and stenosis are recognized as no fault complications in the no fault risk assessment (ram). Additionally, angina, mi and stenosis are also listed as known adverse events of coronary stenting in the xience v instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
Device issue: none. Adverse event: restenosis requiring intervention. Onset of adverse event: after the procedure. It was reported via trial that on (b) (5) 2005, the pt underwent stenting in the 1st obtuse marginal with one xience v stent and in the mid left anterior descending (lad) artery with one xience v stent. On (B) (6) 2010, the pt experienced chest pain diagnosed as a non st elevation myocardial infarction and was admitted to the hospital. On (B) (6) 2010, the pt had a diagnostic coronary angiography and revascularization with an add'l xience stent implanted in the mid lad and distal lad that was within 5 mm from the index stent in the mid lad. The pt's plavix was re-initiated, but he remained off of aspirin due to gastrointestinal bleeding. The pt's symptoms resolved on (B) (6) 2010. There was no adverse pt sequelae. No add'l info was provided.